Event description:
On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The final angiogram revealed that the contralateral leg component was deployed outside of the gate. It was reported that the physician may have lost wire access while exchanging catheters. Another contralateral leg component was implanted and an aorto-uni- iliac procedure was performed. The pt tolerated the procedure and no further complications were reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add¿l devices implanted and related to this event: (B)(4).